Event description:
It was reported the physician implanted trials leads. When the pt was moved from the operating table, the pt experienced new pain. The pt was admitted to the hospital and a CT was done with normal results. The pt was programmed the following day. The pt experienced effective stimulation and completed the trial.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.